Event description:
Patient was revised due to poly wear.

Manufacturer narrative:
Evaluation was not possible, as the device was not returned. Product info required to review the device history records was not available. The investigation could not verify or draw any conclusions about the reported event. Based on the investigation findings, the need for corrective action is not indicated. In addition, the product code is a discontinued item. Depuy considers the investigation closed. Should add'l info be received, the investigation can be reopened.